Event description:
It was reported that the ventilator was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
During investigation on-site performed by our field service engineer presence of corrosion/liquid spill were found. Control printed circuit board, inspiratory channel printed circuit board and battery back-plane printed circuit board were defective. The replaced parts were not further investigated since ingress of liquid/corrosive substance can cause failure/short circuits which might lead to a ventilator system malfunction. There is no information on how the liquid spill entered the ventilator system or what kind of liquid spill it was.